Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer tubing overlay was melted. It was noted that there was blood/body fluid on the outer tubing overlay and there was apparent explant damage.

Event description:
It was reported that right ventricular lead was cut during a device changeout procedure. It may have been cauterized. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.